Event description:
Pt with unresectable hcc received 31.9 mci therasphere via left hepatic artery in 2001. They were admitted to the hospital 2 months later with abdominal ascites, shortness of breath, peripheral edema, generalized weakness, and mental status changes. The hospitalization course was complicated by rectal bleeding, hypotension, hematuria, and diarrhea. They underwent therapeutic paracentesis without complication. Egd results were negative for upper gi bleed and CT abdomen showed thickening of ascending and descending colon but no evidence of bleeding. Due to close timing of this toxicity (abdominal ascites) to therasphere treatment, it is not possible to exlude treatment as a possible cause of this toxicity.